Event description:
Ous- during dilatation of a moderate calcified, tortuous lesion in a lad the balloon was inflated and then ruptured at 14 atm.

Manufacturer narrative:
The returned instrument was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The returned complaint instrument has obviously been inflated and had blood and contrast medium residue at the inside of the balloon. Functional testing was performed. When pressure was applied, water was found to be leaking from the balloon. The balloon was inspected under the microscope for surface damage. The investigation revealed that the balloon has burst longitudinally from the distal balloon shoulder to the proximal x-ray marker. The length of the tear is about 8.5 mm. Also scratches were observed on the balloon surface at several locations. The review of the production documentation of the product detailed above verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. In addition to visual inspections each instrument is tested for air tightness by means of a helium leak test. Based on the conducted investigations of the device being subject to this complaint, no manufacturing or material related root cause was determined.